Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had inaccurate readings and had a high blood glucose event. The customer¿s blood glucose was 23.0 mmol/l and the sensor glucose was 12.3 mmol/l at the time of the incident. Customer was advised that the sensor glucose and blood glucose readings will be close but rarely match due to how glucose travels in the body. The insulin delivery was not suspended due to sensor glucose values. The customer also reported a high blood glucose of 23.0 mmol/l and treated. No high blood glucose troubleshooting was performed. The product will not be returned for analysis.